Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's battery lasted four hours. The insulin pump alarmed failed battery test and motor error several times. Customer's blood glucose level was not reported. He was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
The insulin pump passed displacement, operating currents, self test, off no power, a21 error, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The motor passed motor test and no motor error alarm. No failed battery alarm and no unexpected low battery alarm noted. The low reservoir alarm functioned properly during our test. However, the insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.